Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images found thin blue fibers in the packaging that matched the coloring and thread size of the nylon strap. A visual inspection revealed that the package had not been opened, and the seals did not contain any voids or problems. There were two locations in which thin blue fibers could be seen. The sheen and color matched the nylon strap exactly. Closer inspection found a few frayed thread ends on the strap. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the drawing found that packages must be free of particulates. The complaint was confirmed and the root cause was associated with transport. Factors that could have contributed to the reported event include excess rubbing or jostling in transport, tough shipping and handling, or an impact event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the surgery it was found a foreign matter inside the sterile ankle distractor foot straps package. No patient injuries or delay reported. Unknown if there was a back-up device to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.